Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen will not calibrate. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated that the customer is opting to repair the device on their own and will contact philips if their services are required. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.